Event description:
It was reported that the customer broke his belt clip and subsequently the insulin pump dropped to the ground. Th customer stated that there was a dent on the insulin pump at the drive support cap. The customer's blood glucose was 240 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.